Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the facility that when the subject device was turned on the indicators on the front panel of the subject device were not lit up during preparation for a laparoscopic surgery procedure. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated, but the subject device could not be turned on due to the failure of the main circuit board. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter failure of the pressure sensor mounted on the main board.